Event description:
Information was received indicating that a smiths medical pump's downstream occlusion alarm appears when starting the pump. There were no reported adverse events.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. In addition the date of the event was updated.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.